Event description:
On (B)(6) 2025, the user reported of experiencing repeated dexcom g7 continuous glucose monitor (cgm) pairing failures with the ilet, despite g7 readings being available on the dexcom app. Troubleshooting included toggling g6/g7, restarting ilet, re-entering pairing code (0468), and re-pairing attempts. Initial blood glucose (bg) was 415 mg/dl, confirmed by fingerstick at 395 mg/dl; dosing was paused until sensor reconnected. User¿s son assisted with troubleshooting at the care center. After re-pairing, ilet began receiving readings again, with bg trending down to 399 mg/dl and later 370 mg/dl. Symptoms included feeling unwell with nausea, diarrhea, and loss of appetite. Resolution: bg correction underway with monitoring; no further follow-up requested after trend confirmed. No medical intervention reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.